Event description:
It was reported that the patient received inappropriate atp and hv therapy for bigeminal rhythm and supraventricular tachycardia. Programming changes were recommended.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.